Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "at the time of removal of axsos plt which had been implanted on (B)(6) 2019, ¿the posterior of the most proximal screw¿ and ¿the kick stand locking screw¿ were not able to remove. As the tip of two of the screwdriver bit for removal were broken, and the axsos insertion device from the previous operation (which happened to be left there) was sterilized and used. But the screw head was unable to be engaged. An unknown carbide drill was used to break the screw head, but the carbide drill was broken and could not be used. An extractor (for t2, which happen to be there) was rotated little by little, and the screw head was broken little by little, and then one screw was able to break. When the remaining one screw was going to extract, the other company carbide drill was arrived, and the remaining screw was able to break by using it. The tip of the remaining screw was removed while turning it with a vise grip, and all implants were able to be removed. Small metal powder remained in the body."